Event description:
It was reported that a caucasian female patient, involved in an adjunct study, underwent a breast augmentation revision surgery with implantation of a 450 cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with capsular contracture of the right breast; the baker grade was not disclosed. An unspecified surgical intervention procedure was attempted to resolve the issue without explantation of the device. The contracture was not resolved despite the intervention. As a result, the patient underwent removal and replacement with 350 cc mentor memorygel breast implants on (B)(6) 2000. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-08023 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).